Manufacturer narrative:
As reported, after deploying a 6/7f mynxgrip vascular closure device (vcd) there was fully pulsatile flow almost like there was no sealant in the tube. Manual pressure was held for hemostasis. There was no patient injury. A different lot number was used for following cases successfully. The techs are very proficient and requested this box to be pulled. There are no known patient details. Additional information was requested but not provided. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " sealant failure to achieve hemostasis¿ could not be confirmed. The exact cause of the issue experienced could not be determined. Based on the limited event information available for review, it is difficult to determine what factors may have contributed to the issue experienced by the customer. Procedural, handling, and patient factors could have all been contributing factors. As per the instructions for use (IFU) in step 3, remove device, apply light fingertip compression proximal to the insertion site, then lightly grasp the advancer tube at skin with the thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. Slowly withdraw the balloon catheter through the advancer tube lumen, and if unusual resistance is felt, pull the advancer tube and catheter together. While maintaining fingertip compression on the skin, remove the advancer tube from the tissue tract. Continue to apply fingertip compression for up to one minute, and if hemostasis is not achieved, apply additional compression as needed. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, after deploying a 6/7f mynxgrip vascular closure device (vcd) there was fully pulsatile flow almost like there was no sealant in the tube. Manual pressure was held for hemostasis. There was no patient injury. A different lot number was used for following cases successfully. The techs are very proficient and requested this box to be pulled. There are no known patient details. Additional information was requested but not provided. The device will not be returned as the procedural device was discarded.